Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlu013 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2019 and suture was used. The suture broke off in the middle of the procedure. Changed to another device to complete the surgery. There were no adverse consequences to the patient.